Event description:
Bilateral breast augmentation surgery was conducted 1/28/99. 3/22/99 wound care center evaluation showed wounds healing normally. 0n 3/26/99, pt experienced itching on incision, applied benadryl topically, saw rn at wound care center. Rn applied allkare protective barrier wipe to incision to "provide a protective film barrier" and "to remove some of the benadryl cream per the pt's request," sent pt home. Afternoon of same day, pt obtained second opinion from md, who stated that incision was "totally intact, not infection." On 3/29/99 pt went to emergency room with wound was "open" on left breast/chest, which md resutured. Pt informed rn that allkare protective barrier wipe may have "glued the breast to the rib cage and then caused the wound to open."